Manufacturer narrative:
(B)(4). Batch # unk. Maude report # mw5077350 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The maude report states that this event is a serious injury. Can you please provide further detail of the patient consequence? How was the procedure completed?

Event description:
During an unknown procedure; ¿while the surgeon was trying to fire the endoscopic multiple clip applier, the jaws of the device failed to open so that the staples could be appropriately pre-loaded. As a result the staples were coming out of the device partially closed. This led to failure of vessel ligation.¿ it is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p94099. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.